Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the patient had slight erythema beneath the biopatch. The physician reported there was no accompanying fever, no elevation in white blood cell count, and no thrombophlebitis. All cultures of the site were negative. The line was taken out. The reaction was better by the next day. The patient was moved out of the ICU the next day and was released from the hospital soon after.